Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) sample probe of the unicel dxc 600i synchron access clinical system was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the cc sample probe was splashing water from the bottom of the collar wash leaving liquid on top of the sample carousel cover. The fse replaced the collar wash, t-valve, and cc sample syringe. The fse verified the repair was performed per established procedures. The root cause is unknown.

Manufacturer narrative:
Evaluation - results: collar wash. Bec identifier for this complaint is (B)(4).